Event description:
The customer reported a cracked insulin pump. The customer stated that the crack is big and runs down the battery compartment along the back. The customer's blood glucose was 278 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.